Event description:
It was reported that following an open surgical femoral arterial cut down for a total occluded common femoral artery, the vascular surgeon deployed a vascular stent in the sfa through the surgical patch of the cut down. Upon deployment, the vascular stent elongated to the access sheath; however, during removal of the delivery system, the vascular stent fractured. A new vascular stent was deployed to cover the remaining portion of the fractured stent. The vascular surgeon reported no patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been reported for this lot number. A stent delivery system and a stent segment as well as two x-ray images were provided for evaluation. The problem reported by the customer is confirmed. Potential product and non product related factors which may have contributed to the reported issue have been considered. The stent elongation may be caused by an inadvertent movement of the hand during stent release or incorrect handling of the delivery system during stent release. Based on the information available a definitive root cause for the event reported could not be determined. The IFU states: 'initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while loading the handle in a fixed position... Continue turning the thumbwheel until the distal end of the stent obtains complete wall apposition... With distal end of the stent apposing the vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end. Furthermore, the IFU states: 'do hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.'